Event description:
Patient had her hand under the cushion when she stepped up and sat down. Placed hand under the seat portion when she went to sit down and injured pinky finger. Biomed confirmed the set did not have bumpers. Dept administrator asked patient what happened, and she replied that they put left foot up, stepped up on table, turned around using left hand to balance herself, and sat down with finger under seat. Nurse practitioner said the pinky fingertip was intact but dangling. Would need to be reattached. Follow up by facility with patient indicated she had received six stitches sealed with glue, tightly wrapped and splinted to the ring finger. She will be following up with her doctor.

Manufacturer narrative:
Please note that this was ready for submission 1/5/2024, but I was unable to upload my new digital certificate. I requested assistance repeatedly from the help desk, but was only able to have the problem resolved 1/19/2024.